Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end wall integrity is compromised, and exhibits signs of melting, partially erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, at 66,070 joules and 15:30 minutes of use, it was noted that the "fiber tip was broken" and "the metal cap got detached from the fiber". The fiber was exchanged and the second fiber was used to complete the procedure at 176,618 joules. The tip of the first fiber was cleaned during the procedure. Patient outcome: "the patient is in good condition."